Manufacturer narrative:
Additional information: b5: per email on (B)(6) 2021 a replacement lens was not implanted in the patient's eye. H3 - device evaluation: a dimensional inspection is required but could not be performed due to the lens being significantly damaged; per product evaulation on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found optic split and haptic broken. Claim# (B)(4).

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.00/2.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted in a second surgery on (B)(6) 2021 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, a smaller length lens was implanted.